Manufacturer narrative:
It was reported that the event occurred in 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during patient use, an air leak from the cuff of a portex® blue line ultra® suctionaid tracheostomy tube was "suspected". The tracheostomy tube was replaced with a new one. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device did not detect any holes. Functional testing involved leak testing and found a leak in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed with 32 devices and found no deflated cuffs. Based on the evidence, a root cause was unable to be determined.

Event description:
The device was in use for about one day before the incident occurred. The event was considered resolved.